Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. A distal portion of the lead was returned in one piece. Final analysis found multiple external insulation abrasions breaching the right ventricular and empty cable lumens at 12.6 cm to 12.7 with the right ventricular etfe cable coating abraded in this region and at 10.0 cm to 12.0 cm. Both consistent with friction to another device or feature of patient anatomy. Internal insulation abrasions were also found breaching the right ventricular lumen at 13.1 cm to 14.1 cm with one etfe cable coating abraded in this region and breaching the re lumen at 15.2 to 15.7 cm.

Event description:
This report is to advise of an event observed during analysis.